Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 46 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated intravenously and saline for dehydration. No troubleshooting occured.